Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was returned and evaluated by the product analysis lab (pal). A service history review was performed and revealed no issues that could have caused or contributed to the issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test that was performed had failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy confirmation testing. The original piston foam was removed and inspection revealed that the piston foam was deteriorated. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam which was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.